Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 7cm abdominal aortic aneurysm. During the index procedure the physician needed multiple attempts in order to place the stent graft at the level of the renal arteries. The physician placed back tension on another manufacturer¿s wire (used for tracking) and eventually the stent graft was advanced to the intended zone and deployed without difficulty. When the physician attempted to retract the nose cone into the delivery system for withdrawal, the nose cone would not mate with the proximal outer sheath. Several attempts were made to pull the delivery system out and the physician applied greater force and pressure and with sufficient pulling force the delivery system became unstuck and was removed from the patient. There were no injuries noted to the patient caused by the device removal. Upon inspection, the physician noted that the proximal end of the outer sheath of the delivery system was bent, kinked and twisted not allowing full retraction of the nose cone into the delivery system. The physician noted that severe tortuosity of the right common iliac as well as a tortuous infrarenal neck caused the graft cover to bow and kink. No clinical sequelae were reported and the patient is doing fine. A review of several still angio images at implant showed a highly angulated proximal neck (two-90 deg bends). The pre-deployed bifurcate is seen positioned several cm's below the renals in the severely angulated neck the base of the tip is biased against the left side of the distal portion of the proximal neck, and the mid-tip is biased against the left side of the aorta. Additional images post-deployment and during delivery system withdrawal were not provided. The device was returned and its evaluation is complete. The event was confirmed; there was a kink in the graft cover. The root cause of the event could not be conclusively determined during analysis; however, was likely due to the severely tortuous anatomy.

Manufacturer narrative:
(B)(4).